Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the isi core component. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a training/demo of the da vinci system, the user encountered error 23 as soon as they started using the system. The tse reviewed the system logs and identified that the error was pointing to the personality module audio / video (pmav) on the tower. The user confirmed that nothing was plugged into the pmav. Prior to calling, the user had restarted the system several times with no change. The tse then guided the user through a hard power cycle on the vision side cart (vsc), but the issue persisted. There was no report of patient involvement or there was no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate but confirmed the reported error 23 occurring. In system logs, error 23 was found to indicate the failure occurred in the field. The core came back with no air filter and no bezel, no sfp, and no power button. The core was installed onto the golden system, where the components as expected. However, fiber led 1 and 3 were not presented. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs was inspected, but no error could be identified. Probable root cause is attributed to defective core component.

Manufacturer narrative:
Failure analysis investigations did replicate the reported error 23 occurring. Once testing was completed, the system error logs was inspected, and error 23 persisted.

Event description:
Refer to h11 for follow-up information.